Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurement of greater than 3,000 ohms, noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. A lead fracture was suspected and the physician would be consulted at a different date. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.